Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), product type recharger; product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a loss of coverage following a motor vehicle accident. Subsequent to the accident, stimulation was no longer in the patient's right foot. Reprogramming was attempted but unsuccessful; the patient was receiving more bilateral stimulation than before and stimulation only to just below the knees. Impedances were within normal limits. An x-ray was performed that showed the lead tip at mid t12 spanning through l2 in the midline. It was noted, there was lead migration. A revision was planned to add a lead to the system. Patient status at time of report was noted as no injury or adverse event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient had a revision on (B)(6) 2013 and the patient was doing "fine." It was also reported a new lead was implanted and an old lead was repositioned.

Manufacturer narrative:
(B)(4).